Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error message e226 during the pre-use inspection of an olympus video system center. No patient injuries were reported.